Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced a hyperglycemic event involving blood glucose level of 300-400 mg/dl. Patient went emergency room and received third party invention. Insulin IV was administered. Patient alleges device malfunction. Device could not be ruled out as a contributing factor. Device is not available for technical review. Even though the lot investigation indicated that this lot met all release criteria.

Event description:
Diabetic patient on vgo 30 since (B)(6) 2014 reported to valeritas customer care that she was experiencing hyperglycemia while wearing a vgo device. The patient reported that her bg increased to the 300-400mg/dl range. She experienced symptoms of shakiness and blurred vision. This hyperglycemia resulted in a visit to the emergency department on (B)(6) 2016 for treatment as advised by her hcp. Per patient 's report, she was treated at the emergency department with insulin via IV. Her bg decreased to 150mg/dl and she was discharged to home. Patient believes that she experienced hyperglycemia as a result of alleged bolus delivery failures from the v-go device that she was wearing at the time. The patient provided the lot# and expiration date for these vgo devices. Valeritas product compliance provided the patient a product return kit for retrieval of the v-go(s) in question. Patient has not return device(s). The patient has been non-responsive to attempts by the valeritas adverse event (ae) assessor to contact her to further investigate. Patient has discontinued using the v-go per her doctor's instructions. It is not possible to identify other possible contributory factors without details; including, condition of vgo devices, condition of insulin used, health status of patient at time of hyperglycemia, recent changes in diet, exercise, or medication. Ae assessor is unable to further investigate without speaking to the patient. Should the patient call back and provide further pertinent details the case will be reopened.